Event description:
It was reported that the patient had expired. Per hospital practice, no other information given.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's outcome, as well as a direct correlation to the device, could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use lists all adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.